Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following an angioplasty procedure of the subclavian vein, the pta balloon allegedly could not be retracted from the 8fr introducer sheath; therefore, the balloon, the guidewire, and the sheath were removed as one unit and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, (B)(4) material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as an 12 mm x 4 cm balloon. The distal tip of the balloon was protruding out the distal end of the introducer sheath. No other anomalies were observed to the device at this time. The distal tip of the introducer sheath was examined under microscopic magnification (8x) and was observed to be flared, indicating retraction issues. The proximal end of the sheath was noted to be bunched, likely indicating retraction issues. Additionally, the sheath was curved near the distal end of the device. No other anomalies were observed to the introducer sheath. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it was unable to pass the location of the curved sheath/catheter. The balloon was able to be advanced past the distal end of the sheath. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was able to be inflated, without issue. The balloon was deflated without issue. The balloon was able to be retracted through the sheath, with some resistance noted at the location of the curve and bunched sheath. Further functional testing could not be performed due to sample condition (i.e. Curved balloon and guidewire patency). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for sheath related retraction issues, as the balloon was returned within the customer's introducer sheath and the sheath was flared and bunched in appearance. The definitive root cause for the reported retraction issue could not be determined based upon available information. It was unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current (B)(4) IFU (instructions for use) states: method for use: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following an angioplasty procedure of the subclavian vein, the pta balloon allegedly could not be retracted from the 8fr introducer sheath; therefore, the balloon, the guidewire, and the sheath were removed as one unit. Reportedly, no further treatment was provided as the vessel was reported to be patent with good blood flow and the procedure was completed. There was no reported patient injury.